Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded up and down button on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case on display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm from his insulin pump after changing the battery. The customer's blood glucose level was 95 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)